Event description:
Focus diagnostics rec'd two complaints regarding the common band of the (B)(6) immunoblot igg (B)(4). The customer reported that the (B)(6) common antigen band appeared lighter (less reactive) than the reading control band. Reduced reactivity of the common antigen band may lead to the inaccurate interpretation of a sample as negative.

Manufacturer narrative:
During the (B)(6) trail several samples were negative in immunoblot, but (B)(6) on two other methods (focus express and focus elisa). The frequency of these samples was approx 2% (20/1100) of the sample tested). Statistical analysis demonstrated that the kit lot performed within the confidence internal of the performance characteristics as defined in the package insert. Post clinical trial, two complaints were rec'd that the (B)(4) common antigen band was lighter (less reactive) then the (B)(4) reading control band on the same kit lot of immunoblot used in the clinical trial. The initial investigation indicated that the clinical trial samples were early (B)(4) infections which later sero-converted to positive. Therefore, a MDR report was not filed. Add'l investigation found that this explanation did not account for all samples. Further investigation determined that multiple freeze-thaws of the common antigen contributed to the malfunction. To address the situation, the package insert for the product (B)(4) was revised to include a retest warning. The immunoblot common antigen has been stored in single use aliquots. Mfg documents will be revised to restrict freeze thaws on antigen preps. A blended sera which mimics the less reactive common antigen band on affected lots has been added to the quality control panel and will be used to qualify antigen preparations and to release final product.